Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for use error-breach in aseptic technique is confirmed. No assignable cause was determined. A batch review was performed for potentially associated lot numbers gd886804 and gd885277. No defects or deviations were found during the batch reviews that could be associated with the reported problem. A labeling review was performed which found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Initially the customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm which occurred on the homechoice (hc) during use. During the conversation the patient stated that they had been released from the hospital 2 weeks ago and had been in the hospital with peritonitis, but was feeling much better now. On (B)(6) 2011 follow up information was received by product surveillance from a peritoneal dialysis nurse (pdn). On an unreported date, the patient began treatment with dianeal pd4 2.5% (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On an unreported date in (B)(6) 2011, the patient experienced peritonitis coincident with dianeal 2.5 % therapy. The pdn stated the patient was hospitalized on an unspecified date for a reason other than peritonitis (specifics were not provided) and was treated for peritonitis with unspecified antibiotics. The pdn stated the reason for hospitalization was not the peritonitis. There was no tunnel or exit site infection associated with the peritonitis. The patient has recovered from the peritonitis. The pdn stated the cause of the peritonitis was poor hand washing technique and the patient has been re-trained in proper aseptic procedure. The pdn stated the casuality of the peritonitis was not related to a baxter device or solution. No concomitant medications were reported.